Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to issue medication. A field service engineer removed back panel and notice both drawer boards and controller board dark. Replace both draw boards and controller boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system unable to issue medication. The customer reported that they were unable to issue lorazepam 0.5mg tab. There were no adverse events or injuries reported based on this event.